Event description:
It was reported by the customer's wife that the customer had high blood glucose levels. Customer was changing his clothes and he could not breathe. Customer told his wife and then the paramedics were called. Customer's wife stated that the pump had not worked correctly for the customer. Customer contacted their doctor and adjustments were made to the basal rates. Customer was currently on manual injections at this time and was not on the pump. Paramedics were called on (B)(6) 2014. Customer had a blood glucose level of over 800 mg/dl. Customer had pneumonia. Customer was given drops to get his potassium down and was treated as a trauma case. Customer was wearing the pump at the time of the 911 call. Customer ran a manual prime and the insulin did exit the tubing. Pump was suspended. Customer's wife was unsure if the basal rates were correct and wanted a replacement pump. Customer's wife did not want to continue troubleshooting. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.